Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the customer observed large air gaps in the tubing. Reportedly, the customer attempted to prime the tubing and "flick" the tubing, but was unable to remove the air gaps. During troubleshooting with tandem technical support, it was confirmed that the customer followed the correct air removal technique, and used all supplies within labeling. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Correction: concomitant products (remove "insulin: humalog", add "insulin: novolog").